Event description:
It was reported that; during surgery, the surgeon used the competitor system and xia3 rod connecter. When the surgeon used the torque wrench and did the final tightening of the blocker of rod connecter, the tip of the torque wrench broke. The surgeon removed the fragment of the torque wrench from the patient body. And the surgeon tightened the blocker using the universal tightener. The surgeon requested the investigation of the broken torque wrench.